Manufacturer narrative:
Please note that the product was not returned. During a percutaneous transluminal angioplasty (pta) to the ostium of the left renal artery the balloon was reported to have ruptured at ten atmospheres. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The pt had a 90% lesion in the ostial left renal artery. An aviator plus balloon burst at 10atm. There was no pt injury reported. The procedure was completed with another aviator balloon catheter.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.